Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal event at home. The patient fell in his bathroom and lacerated his head. The patient's pocket exhibited swelling. It was determined the patient had developed an infection. The lead was explanted and replaced on (B)(6) 2013.